Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of asthma (new or worsening) and lung disease. In addition, the customer reported allegations of eye irritation, nose irritation, skin irritation, respiratory tract irritation, inflammatory response, dizziness and/or headache. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, inflammatory response, dizziness and/or headache. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that using a well-known pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a well-known pil supplied heated tube on customer supplied humidifier. Pil observed the pil supplied known good, heated tube did operate. The manufacturer used a fitt (foam integrity test tool) evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing sd card cover, missing air inlet filter, ui (user interface) knob broken, missing the water tank, missing dry box. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.